Event description:
Spoke to pt regarding side effects she has been experiencing during the course of her most recent series of euflexxa injections. She started to experience noticeably more swelling and pain in both her knees between that first and second week of injections, and even more swelling between the second and third week of injections. She advised the mdo of her issues and concerns, upon which they told her "give it some time for the injections to take affect."